Event description:
It was reported by the customer that a pyxis medstation es system patient order not crossing, causing a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient order not transferring from server to station. A technical support specialist checked in the server that the patient order was visible in the patient order profile and could not replicate the issue. The customer confirmed that the patient has discharged. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient order not transferring from server to station. A technical support specialist checked in the server that the patient order was visible in the patient order profile, and could not replicate the issue. The customer confirmed that the patient has discharged. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system patient order not crossing, causing a delay in patient care. There were no adverse events or injuries reported based on this event.